Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. Date of explant is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients ipg was explanted on an unknown date approximately a year and a half ago due to ipg site discomfort.